Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd discardit¿ ii syringe tip was found fractured during use. The following information was provided by the initial reporter: "during use, there is a fracture of the tip of the syringe, which connects to the catheter. Not all copies are defective, but there are so many of them that their cause a risk to the patient."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 2004281 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, the tip of the syringe was observed broken. The material used to manufacture the discardit syringes has been selected to resist normal conditions of use. The assembly machines have a detection system in place to identify and reject any defective material. It has been determined that the syringe tip most likely broke during as a consequence of some imperceptible damage to the barrel that occurred during the manufacturing process.

Event description:
It was reported that the bd discardit¿ ii syringe tip was found fractured during use. The following information was provided by the initial reporter: "during use, there is a fracture of the tip of the syringe, which connects to the catheter. Not all copies are defective, but there are so many of them that their cause a risk to the patient."